Event description:
Patient reported right side rupture, right side exchange of textured devices due to patient's concern with product and right side lumps (which was determined to be not device related). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lumps, and patient's concern with product. (B)(4).

Event description:
Patient reported right side rupture, right side exchange of textured devices due to patient's concern with product and right side lumps (which was determined to be not device related). The device has been explanted.